Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported the patient had issues with their ins implant site causing them pain. Patient's pain was at the implant site, up their back and into their butt and was worse when they bent over. It was noted patient was getting a sensation in all their toes. Patient still had pain with the ins turned off but the pain was worse when they turned stimulation back on. Patient mentioned they had to turn stimulation up really high to feel stimulation anymore. The healthcare professional had taken x-rays and stated they did not think the pain was related to the ins. Patient had an MRI of their head that was unrelated to the device and was on an antibiotic for acne. It was noted pain started about the time they stopped taking the antibiotic about a week to a week and a half ago. No further complications were reported. Additional information received as healthcare professional reported as device was turned off and pain continued. Patient was sent to neurologist. Additional information was received. The patient stated their first implant shifted and was pressing on their nerve causing sciatica pain in the right leg. They had revision surgery on (B)(6) 2018 and received a new system on the left side, which resolved the sciatica pain on the right side.